Event description:
Needlestick injury occurred in using the secure IV. The needlestick was caused by the nurse not fully activating the needlestick safety feature. The nurse had not received training on the product and had not viewed the in-service video. The needlestick injury was attributed to operator error and not a problem with the product.

Manufacturer narrative:
The secure IV includes a safety feature for preventing needlesticks. As the catheter is inserted, the user is instructed to retract the needle hub to move the needle into the needleguard. Once insertion is complete, the needle is retracted fully into the needle guard, and an audible and tactile click indicates the needle is securely locked, providing for sharps protection.